Event description:
It was reported that patient had smith+nephew components since (B)(6) 2019. Revision surgery was performed on (B)(6) 2020 due to instability and chronic dislocation from the radicle tissue debridement. The cup, liner, screw and femoral head were removed.